Event description:
A report was received that the trial patient reported bleeding from the lead incision site. The leads were explanted and the patient was prescribed oral and topical antibiotics. The topical antibiotic prescribed to the patient was bacitracin.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.